Event description:
Customer reportedly received the following results on the nano system within 10 minutes: hi (>600 mg/dl) and 118 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.